Event description:
Per the audiologist, the patient was hospitalized due to an infection. The patient was in the hospital for 5 days and administered IV antibiotics (type not reported). The patient was released from the hospital in 2009. Further information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Implanted device remains.